Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harm reported. Additionally, there is no other clinical information provided to indicate any causal relationship between the device and the harm reported. Based on available information at this time, the alleged admission to ICU is considered a serious injury and is assessed as unrelated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.